Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Reprogramming recommendations were provided to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.